Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A hospital purchasing rep reported that during the sculpting phase of phacoemulsification surgery, bubbles were seen in the eyes of six pts. Add'l info from a nurse indicated that it seemed like the bubbles were coming from the phaco tip and they occluded the vision of the surgeon. The surgeon aspirated the bubbles and the surgeries were completed with no harm to the pts. Pt identifiers were provided for only three of the pts. This report concerns the three pts for whom no identifiers were provided.